Event description:
Information received on the event indicates the patient collapsed while riding a bicycle and was pronounced dead upon arrival at the hospital. The patient had been scheduled for a routine ICD changeout, as normal battery depletion indicators were noted at the last routine followup on 8/25/05. It is reported that the patient cancelled his appointment for device replacement. The reason is unknown. Additional information on the patient's death indicates an autopsy was likely performed, and the device was requested to be returned to the manufacturer for analysis (product return mailer was provided). The cause of death has been requested but not received at the time of this report.